Event description:
It was reported that during a device procedure after placing this left ventricular (lv) lead into the heart no pacing was seen in any of the sensing vectors. A new lead was thus used with good parameters. No adverse patient effects were reported. The lead was expected to be returned.

Manufacturer narrative:
This lead was expected to be returned. Upon additional information this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device procedure after placing this left ventricular (lv) lead into the heart no pacing was seen in any of the sensing vectors. A new lead was thus used with good parameters. No adverse patient effects were reported. The lead was returned.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during a device procedure after placing this left ventricular (lv) lead into the heart no pacing was seen in any of the sensing vectors. A new lead was thus used with good parameters. No adverse patient effects were reported. The lead was expected to be returned.